Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device has been returned to livanova deutschland for evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 gas blender displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The device was returned to livanova (B)(4) for further investigation. The problem could not be reproduced as reported. The service engineer performed a routine maintenance. A test run and a tsi check were performed successfully and the device was returned to the customer by livanova (B)(4).